Event description:
It was reported that during routine follow-up, loss of capture was observed. Chest x-ray confirmed that the lead was dislodged and sitting in the right atrium. Lead was capped and replaced. Patient did well during the procedure and all parameters were stable at follow-up check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.